Event description:
It was reported that balloon rupture occurred. A 3.50 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, a perforation of the inflation balloon was observed when trying to progress the stent over a 0.014 guide wire. The device was removed, and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event 18 years or older.

Manufacturer narrative:
A2: age at time of event 18 years or older. The synergy ous mr 3.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and there were no signs of positive pressure applied. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section found it to be damaged. The distal inner was stretched, at a site 6.5cm proximal from the tip of the device. Additionally, damage was noted on the distal inner and the distal outer, protrusion was noted from the inside out (on the distal side of the bicomponent bond). It appeared as though a wire had punctured through from the wire lumen into the distal outer. No damage was noted to the port bond or wire exchange port. Following leak testing the stretched wire lumen broke. It was not possible inflate the balloon. An attempt was made to inflate the balloon to its rated burst pressure of 16 atmospheres using an encore inflation device. A leak was noted and liquid was seen coming from the port exchange. When the guidewire that was in place for testing was removed, liquid was noted to leak from the tip.

Event description:
It was reported that balloon rupture occurred. A 3.50 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, a perforation of the inflation balloon was observed when trying to progress the stent over a 0.014 guide wire. The device was removed, and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.